Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced an inaccuracy in cgm readings during an extreme low. Pt reported that his cgm was reading 115 mg/dl when he passed out in the rest room. Paramedics were called and measured pt's blood glucose at 43 mg/dl. Paramedics administered glucose, and pt reported that he was disoriented for about a minute. Pt reported that he was in normal condition at the time of his call to dexcom technical support.